Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was returned for evaluation. No stent was present on the balloon or in the returned sleeve. The balloon pleats and folds were intact indicating the balloon had not been inflated. Stent crimp indentations were also present on the balloon suggesting that a stent was crimped onto the balloon during manufacture and became dislodged during device preparation by the health care personnel. Therefore, the investigation was inconclusive for the reported missing stent issue. The root cause for the reported missing stent issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for lifestream was reviewed and the following sections are applicable. B indication for use the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. C contraindications the lifestream¿ balloon expandable vascular covered stent is contraindicated for use in: ¿ patients with uncorrected bleeding disorders ¿ patients who cannot receive recommended antiplatelet and/or anticoagulation therapy ¿ patients who are judged to have lesions that prevent complete expansion of the implant based on the lesion morphology, the diagnostic angiography and/or lesion response during pre-dilation. ¿ lesions in which the lumen diameter post balloon angioplasty is insufficient for the passage of the endovascular system ¿ lesion locations subject to external compression d warnings ¿ do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. E precautions ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. J storage store in a cool, dry place. Keep away from sunlight. Use the device prior to the use by date specified on the package. Endovascular system preparation 4. Carefully inspect the pouch to ensure that the sterile barrier has not been compromised. Carefully remove the selected device from the package. 5. Examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. H10: d4 (expiry date: 05/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a stent graft placement procedure in the left subclavian artery, the outer package and sterile package were opened properly and after the device with the protector was flushed, it was confirmed repeatedly that there was allegedly no stent present on the balloon carrier. The procedure was completed using another device. There was no patient contact.